Manufacturer narrative:
Concomitant medical products: product ID: 3889, serial# unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: unkn, UDI#: unkn. Apply to lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device for treatment of urge incontinence; trial began (B)(6) 2018. It was reported the trial patient stated that she is no longer feeling stimulation and she is afraid that her wires may have dislodged as she is continuously bending throughout her home. Patient status was reported as alive ¿ no injury. No further complications were reported or are anticipated.